Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation (af) one day post-implant. The x-ray noted that the right atrial (ra) lead had dislodged. The ra lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.